Event description:
It was reported the pt's (B)(6) ipg would not communicate. The pt reportedly had not recharged the device in some time as he was no longer experiencing pain in the area the system was implanted to treat. Surgical intervention was undertaken to replace the pt's ipg with a conventional device for the purposes of targeting a different pain area.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.